Event description:
Patient reported right side "hardness" and "deformity". Healthcare professional reported right side capsular contracture, baker grade IV, and "patient¿s concern with the product". Additionally healthcare professional reported "crease/folding of implant". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified deformation, brown particles, wear abrasion, creases, and cloudiness in the gel after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional report a right side capsular contracture baker grade IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.